Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported infection of the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic on (B)(6) 2017 with some redness and drainage to the driveline site. No cultures were obtained and patient did not have any clinical symptoms of infection. Doxycycline was initiated. On (B)(6) 2017, patient was seen in clinic for follow-up and was instructed to continue the doxycycline until the next follow-up visit. A CT scan of the abdomen on (B)(6) 2017 showed no fluid collection or abscess around driveline. The patient was discharged to home with orders to continue doxycycline. The suspected driveline infection was reported as ongoing.